Event description:
Update: (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot and side was identified in operative report. The complaint and associated mdrs were updated. Complaint was updated on 01/13/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received alleging that the patient suffers from pain, swelling, inflammation, and damage to surrounding bone and tissue. Also alleged is the patient has decreased mobility.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/12/2014 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. This complaint was updated on: 06/01/2014.